Manufacturer narrative:
The device was returned and the evaluation found, due to the clogging of the nozzle, water removal ability does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the remaining foreign material could not be identified since it is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). No physical damage was found at the foreign material residue point. Suggested event can be inspected and prevented by following below instructions for use (IFU). Inspection method is described in the operation manual gif/cf/pcf-290 series "chapter 3 preparation and inspection"; prevention method is described in the reprocessing manual gif/cf/pcf-290 series "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.